Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).